Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient representative that it was noticed that the patient's tremors were really bad. Implanted neurostimulator (ins) was checked with the patient programmer and ins showed 100% off. They were able to get the ins back on but was not sure when or how the ins was shut off and thought potentially it was due to the alexa echo that the patient has.